Event description:
There was an anastomosis leak post operatively after a low anterior resection on an unk date on which a cdh29 or cdh33 had been used. The surgeon had used a hand sewn purse string for replacement of the device. The pt is under observation and still hospitalized. Clinical follow up" 2/18/97 1043 message and 800# left with risk management. 2/19/97 1031 the risk mgmt called back and stated she was not aware of the situation. The cin provided the surgeon name and pt circumstances and risk mgmt stated they would investigate the event.